Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 2.4 mmol/l. The customer also reported that the insulin pump had open book image, insulin pump had white screen and stopped working. Customer was treated with juice. Customer reported that there was fluid in the battery compartment. Customer stated that the home screen did not appear on the display. Troubleshooting was declined for low blood glucose, white sold screen and open book image on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up after battery installation. No blank display noted however, the device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.